Event description:
The iab leaked. This was the only info at the time of the report. (Multiple event to customer complaint number 98-00106). On 4/15/98, datascope was notified that a non-datascope iab was used (a bard iab). No iab was returned to datascope for eval. [Event complications]: unk-reported 1/30/98. [Pt's current status]: unk-rpt'd 1/30/98.

Manufacturer narrative:
Eval: the product was not returned or released to datascope for eval. (This follow-up MDR was mailed to the FDA on 5/12/98).